Manufacturer narrative:
We found a wire which was not properly soldered. This causes a non-linear impedance which results in self-rectification which causes muscle stimulation which can be perceived as a "shock". After re-soldering, the unit met all specifications. We called doctor's office and was told that everything is ok with unit at this time.

Event description:
Unit was sent to us for an estimate of repair charges. When technician called doctor's office to determine nature of problem, he was told that pt and doctor rec'd shocks when unit was used.